Event description:
On 13-Jul-2026, a sales representative reported via email that two AR-3636 Knotless 1.8 FiberTak Soft Anchor devices failed to function as intended during a labral repair procedure performed on 06-Jul-2026. During deployment, the knotless mechanisms converted and locked, preventing the repair stitches from being fully tensioned. The knotless loops could not be adequately tightened before becoming stuck. The issue occurred with two devices from the same lot. The surgeon switched to devices from a different lot and completed the procedure. The procedure was prolonged by approximately 30 minutes. There was no patient harm reported.Additional information was received on 17-Jul-2026:Both AR-3636 anchors were successfully implanted before the issue occurred. The knotless mechanisms became stuck during the tensioning phase of the procedure. No visible abnormalities, including fraying, tangling, or damage to the sutures or knotless mechanisms, were observed.The surgeon applied increased force while attempting to tension the repair stitches, at which point the stitch broke. The anchor remained fixed within the bone, requiring the surgeon to drill over the implanted anchor and place a replacement AR-3636 anchor from a different lot to complete the procedure. A portion of the FiberTak anchor remained embedded in the bone. No additional anesthesia was administered; however, the procedure required additional tourniquet time to facilitate completion of the repair.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.